Event description:
It was reported that the bur was not straight. It was also reported that there were no adverse consequences to the patient.

Manufacturer narrative:
The bur subject to this MDR was returned for evaluation. It was visually confirmed that there was a definite bend in the part confirming the reported event. The manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.